Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered and guidedwire detachment occurred. The target lesion was located in a calcified atheromatous artery in the leg. The 182cm v-14 controlwire was advanced to target lesion. However, upon advancing, the guide wire became stuck in the artery and detached approximately 15-20mm from the hydrophilic distal portion of the guide wire. The physician attempted to remove the detached portion using endovascular techniques, but none were successful. The detached portion of the guide remained embedded the arterial wall. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal tip damaged. The wire was found with the body kinked in the middle of the device and in the distal section end, also it has the polymer detached in the distal section end at the 179cm from the proximal section exposing the internal core wire, the core wire is broken in this section. Outer diameter (od) middle of the device and od proximal section were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties were encountered and guidedwire detachment occurred. The target lesion was located in a calcified atheromatous artery in the leg. The 182cm v-14¿ controlwire® was advanced to target lesion. However, upon advancing, the guide wire became stuck in the artery and detached approximately 15-20mm from the hydrophilic distal portion of the guide wire. The physician attempted to remove the detached portion using endovascular techniques, but none were successful. The detached portion of the guide remained embedded the arterial wall. No patient complications were reported.